Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of the inability to insert wrench into the set screw was confirmed. Analysis found medical adhesive inside the stripped atrial hex inset. After cleaning, the set screw functioned properly. The medical adhesive was added during manufacturing.

Event description:
It was reported that the atrial set screw would not accept the wrench. The device not implanted.